Manufacturer narrative:
Advanced bionics considers investigation into this reportable event as closed. The company was informed that the patient's infection has resolved. The patient is currently doing well. The device remains implanted. This is the final report.

Event description:
The patient reportedly developed a (B)(6). The patient was prescribed with antibiotics ((B)(6)) for 14 days and the treatment was initiated on (B)(6) 2010. The patient is being monitored.